Event description:
It is reported that the provisional broke during use. The pieces were removed from the wound.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Cause cannot be definitively determined. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.